Manufacturer narrative:
Batch review performed on 26 february 2020: lot 176967: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2023-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 1901941. Batch review performed on 26 february 2020: lot 1901941: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of infection 18 days after the primary and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.